Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for 2 days and no unexpected bolus delivery was noted. The insulin pump was received with cracked case at display window corners and reservoir tube lip. The insulin pump was received with minor scratches on lcd window, missing end cap sticker, broken battery tube threads and battery cap. Unable to verify unexpected bolus delivery due to over written history files and several alarms in history file. The insulin pump alarmed due to a corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer stated that the insulin pump may have over-delivered insulin dosage. Customer reported that he woke up and could not move his hands. Customer's blood glucose reading ranged from 36 to 198 mg/dl. Product is being returned and replaced.